Manufacturer narrative:
B4:02sep2021. The device was evaluated by the customer's biomedical (biomed) engineer with assistance from a philips remote service engineer (rse). The reported issue was confirmed; the customer verified the error code in the event logs. The customer stated to the rse that the cooling fan and the inlet filter were operational. The rse recommended to run the device overnight. The customer's biomed followed the rse instructions, and no error occurred.

Manufacturer narrative:
Date of report: 30jul2021.

Event description:
It was reported to philips that the device had a high blower temperature. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.